Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1922433) on 17-dec-2019. The most recent information was received on 20-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of multiple allergies ('worsened allergies') in a 51-year-old female patient who had essure (batch no. 50707329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced fatigue ("fatigue"), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), hypoacusis ("partial deafness"), tendonitis ("recurrent tendonitis"), myalgia ("myalgia"), hypothyroidism ("hypothyroidism"), alopecia ("hair loss"), dry mouth ("oral dryness") and vulvovaginal dryness ("vaginal dryness"). The patient will be treated with surgery (radical hysterectomy with device removal scheduled for (B)(6)2020). At the time of the report, the multiple allergies, fatigue, hypoacusis, tendonitis, myalgia, hypothyroidism, dry mouth and vulvovaginal dryness outcome was unknown. The reporter provided no causality assessment for alopecia, dry mouth, fatigue, hypoacusis, hypothyroidism, multiple allergies, myalgia, tendonitis and vulvovaginal dryness with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of multiple allergies ('worsened allergies') in a (B)(6) female patient who had essure (batch no. 50707329) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue"), 7 months 9 days after insertion of essure. On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), deafness permanent ("partial deafness"), tendonitis ("recurrent tendonitis"), myalgia ("myalgia"), hypothyroidism ("hypothyroidism"), alopecia ("hair loss"), dry mouth ("oral dryness") and vulvovaginal dryness ("vaginal dryness"). The patient was treated with surgery (radical hysterectomy with device removal scheduled for (B)(6) 2020). At the time of the report, the multiple allergies, fatigue, deafness permanent, tendonitis, myalgia, hypothyroidism, dry mouth and vulvovaginal dryness outcome was unknown. The reporter provided no causality assessment for alopecia, deafness permanent, dry mouth, fatigue, hypothyroidism, multiple allergies, myalgia, tendonitis and vulvovaginal dryness with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.